Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond. Customer¿s continuous glucose monitor read ¿high¿, however, a specific blood glucose (bg) value was not provided. At the time of the report, the customer had not addressed bg level.